Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/8/2021. H.6. Investigation: one used sample of lot 2006307 was returned to our quality team for investigation. Through visual inspection, a leakage past the stopper ribs was observed. The product was disassembled for further inspection, there was no damage or molding defects noted in the plunger rod or other components that could have caused a leak and the stopper was verified to be properly assembled onto the plunger rod. A device history review was performed for the lot 2006307, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe leaked liquid past the plunger while drawing it up. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter, translated from dutch to english: "syringe leaks when pulling up liquid".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe leaked liquid past the plunger while drawing it up. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter, translated from (B)(6) to english: "syringe leaks when pulling up liquid".